Event description:
A facility reported that there was a patient incident where the patient's head slipped in the mayfield composite series skull clamp (a3059). Additional information has been requested.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit was unable to duplicate slippage. There is a slight up and down movement in the lock, but when the clamp was properly positioned and put under pressure, it did not move. The unit was sent to quality engineering (qe) for further investigation is it is unclear if there was a patient injury. Qe confirmed the findings of the service & repair report and noted that the unit showed signs of wear, with no additional device deficiencies noted. Additionally, the unit was last serviced in 2022, and it is highly recommended that it receives preventive maintenance service. General cleaning and maintenance will be performed, and all worn components will be replaced with new parts. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.